Manufacturer narrative:
Concomitant medical product: 457453 lead, implanted: (B)(6) 2005, dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket erosion and infection. A new crt-d system was implanted six days later. No further patient complications have been reported as a result of this event.